Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via email that an ar-2323bcc biocomposite swivelock c anchor experienced an issue during use. The device was used as a lateral anchor during a shoulder arthroscopic rotator cuff repair (arcr) procedure performed on (B)(6) 2026. The anchor was initially inserted into the bone; however, back-out occurred, and the anchor subsequently came out. When force was applied to reinsert the anchor, the device broke. All fragments and the anchor were removed. A replacement ar-2323bcc biocomposite swivelock c anchor was implanted to complete the procedure. There was no significant procedural delay, and no additional anesthesia was required. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.